Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of over 500 mg/dl for the past 3 weeks. The pt was unable to lower blood glucose despite bolusing through the infusion device and changing the infusion set. The pt injected insulin via pen to lower readings. He switched to the backup infusion device and his blood glucose returned to normal. He believes the infusion device does not correctly deliver insulin. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.